Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 46 mg/dl at the time of the event. The customer's nurse stated that the customer may have inadvertently over bolused, which caused the event. The customer bolused to treat for 227 carbohydrates instead of 15 carbohydrates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.